Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on stored and current electrograms (egm). It was also reported that mode switch had occurred. The lead remains in use. No patient complications have been reported as a result of this event.